Event description:
It was reported that the balloon catheter (subject device) was prepared as per the direction for use of the device for stroke treatment. When the subject balloon was inside the patient's anatomy, it was found that contrast was leaking from it. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint was unable to be confirmed and it cannot be confirmed that the device met specification when released, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, there were no anomalies noted to the device during initial inspection and preparation and the device was prepared as per the dfu. As the device was not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the balloon catheter (subject device) was prepared as per the direction for use of the device for stroke treatment. When the subject balloon was inside the patient's anatomy, it was found that contrast was leaking from it. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.